Manufacturer narrative:
During evaluation a soldering error inside the tube adapter was determined which lead to a change of the output signal. This results in a loose joint and caused the fall of the patient.

Event description:
The device suddenly locks up or loses all dampings. As a result the patient fell and incurred abrasions. The patient is insecure in using the device, he/she reported that the device was defect right after the last service - approximately one hour after charging the device started vibrating and beeping and locked up. During descending a slight slope the device loses all resistance and the patient fell. Afterwards the bending of the knee joint was only possible after recharging the device.